Event description:
It was reported the patient experienced an increase in pain. The medication was adjusted. A reservoir volume discrepancy was noted; there was a higher than expected reservoir volume at the pump refill. Surgery was performed and the pump was replaced. It was indicated it was prophylactic removal of the pump to avoid in-vivo battery depletion. The outcome was resolved without sequelae. The pump was delivering morphine and bupivacaine.

Event description:
It was reported that the pump was replaced due to 'battery end of life event.' The patient was using infumorph.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4): analysis of the pump revealed no anomaly found.

Manufacturer narrative:
(B)(4).